Event description:
It was reported that customer received a minimum fill notification while attempting to load cartridge and use insulin pump. There was no adverse impact to the customer's blood glucose level. Customer had sufficient insulin in cartridge, cleaned pneumatic tap area as instructed, and then loaded new cartridge, after which issue was resolved and insulin delivery was successfully resumed.